Manufacturer narrative:
Updated fields: d4 - unique device identifier (UDI) #1, d8, h3, h6, h11. Corrected fields: d4 - expiration date null, d9. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sheath of the needle on the subject device was apparently bent, and the needle perforated the sheath during release. The issue was found during a diagnostic endobronchial ultrasound (ebus) with sedated patient. There are no broken parts inside the patient. The procedure was completed with similar device. There were no reports of patient harm associated with the event.